Manufacturer narrative:
No sample received. A review of the device history record could not be conducted because a lot number was not provided. The reported condition could not be confirmed; however reviewing the manufacturing process the most likely root cause that could triggers the reported condition is lack of solvent in the assembly of the connector with the catheter. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that a rn went to check infant's residual prior to feeding and noticed the purple cap of the ng tube had popped off. The ng tube was replaced with a new one.